Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the unit failed electronic and liquid quality control checks. The instrument was used. There was no patient impact associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported issue that the unit failed electronic and liquid quality control checks was verified during service. The service technician found that start/stop switch was shorting out intermittently causing quality control tests to be in terrupted. The issue was resolved by replacing the overylay start hms plus and the switch start/stop hms plus. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.